Event description:
A non health care professional reported that following an intraocular lens (iol) implant procedure, the patient experienced blurry vision. The iol was exchanged with a non company iol in a secondary procedure. Clinical reason for explant was mentioned dislocated intraocular lens.

Manufacturer narrative:
A sample device was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The root cause has not been identified. The manufacturer internal reference number is: (B)(4).